Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five weeks post implant of an implantable pulse generator (ipg) system that the patient developed a pocket infection. The ipg system was removed. The ipg is being used externally with a new right ventricular (rv) lead and when the infection is gone a new implant will be performed. No further patient complications have been reported as a result of this event.